Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had inconsistent symptom relief since implant on (B)(6) 2014. There was a fall in (B)(6) 2015 that could be related to the issue. The patient was feeling desperate. The patient was still not on a setting that they could just leave and not change it. The patient had to constantly move it around and then after a week or 2 weeks they had to change it because the symptoms came back. It had improved, but the patient had not gotten consistent symptom relief since implant. The patient had been back to see their health care provider (hcp), but they hadn¿t done any reprogramming and just changed the patient¿s programs. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.